Event description:
(B)(6) healthcare was notified of an incident involving a rollator by an end user, who stated that the "tires were misaligned, caused her to fall and sustain a cut on her hand". The injury was treated with ten stitches. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.